Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: pump powers on with vibratory and audible sounds. The display screen remains blank and does not go the verify screen. The display screen was observed to be scratched and cracked. The damaged display screen was replaced with a test screen; test screen worked and had no lines through it. Investigators were unable to verify line through display complaint; display screen in the returned pump was cracked and damaged and did not power on. Unrelated to the complaint, evaluation revealed that the keypads symbols were worn.

Event description:
The reporter contacted animas on (B)(6) 2013 and reported lines through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.